Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, damages were noted to the battery case and the battery cap. Reporter was unable to secure or remove the battery cap properly. There was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the threads of the battery compartment and cap were stripped. The battery cap was unable to tighten properly onto the pump. Using a test battery cap, the pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was observed to be dim and discolored.